Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom on (B)(6) 2016 to report that the receiver displayed error 067, error170, on (B)(6) 2015. Foreign distributor did not report injury or medical intervention. No additional patient or event information is available.